Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable as cleaned and re-greased during the service call. The system was tested and found to be working as intended, and put black into service.

Event description:
It was reported that the 9900 system had an overload fault error during a case. No pt injury was reported.